Event description:
The following has been reported by customer: 40-year-old patient admitted for hypoxic respiratory distress. The patient was receiving noradrenaline when the syringe pump stopped completely during infusion. The syringe pump had been functioning normally all day until it suddenly stopped in the middle of the afternoon, after an alarm sounded for a few seconds indicating an error (22) with the force sensor, but there was not enough time to safely switch to a relay. Patient injury: drop in blood pressure. The syringe pump was up to date with its maintenance (carried out on 15 january 2024). Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, and the error 22 occurred 5 times on date of reported event, (B)(6) 2025 and 17 times from (B)(6) july 2025. Investigation revision : correction following the rereading of the dir (device investigation report) the reported device was received in brézins for investigation. Nothing was noticed during external visual check. According to the provided result of investigation, the device failed the force sensor checking and the values of the tests were not stable. During the occlusion test, the force sensor alarm was triggered, and this error could be linked to the reported error 22 related to the force sensor. When the device was disassembled, traces of liquid contamination were observed in the designated areas but not on the components. Nothing was noticed on the pressure sensor. Although the reported event could not be reproduced, but test failures can be related to a defective force sensor, the complaint description was confirmed by error 22 found in the log review. Therefore, the complaint is considered as valid and the root cause is likely linked to a defective force sensor. So, it is recommended to change the plunger kit that contains the force sensor and performed the pressure calibration. This complaint is considered as: valid. The trend is: normal.